Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - unable to ship returned product to the manufacturer due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that the 30g lancets are dull, and they were unable to obtain a blood sample. Customer stated that she uses the lancing device on different settings, and it still does not make a difference. The package was not open or damaged when received by the customer. The customer has been using the product for 1 week. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported.